Event description:
On 7th august 2025, it was reported by an arthrex's employee via email that for 1 unit of ar-12990n, scorpion¿ needle, knee, it broke upon using. This was detected during a procedure on (B)(6) 2025 with case involvement.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. Dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury. The most likely cause the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle thus, breaking the needle.

Event description:
Additional information received: this was detected during a right knee arthroscopy anterior cruciate ligament reconstruction using quads tendon autograft, meniscal repair and lateral extraarticular tenodesis. The procedure was completed successfully by opening another ar-12990n.